Manufacturer narrative:
On 10/9/2016: tandem technical support followed up with the customer and it was reported that blood glucose levels were in target range. In addition, the customer stated filling a cartridge with lantus inadvertently and would change out the cartridge. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 while asleep. The customer's blood glucose level was 300 mg/dl and the customer delivered a manual injection. The customer changed out the cartridge and resumed insulin deliveries. Additionally, the customer reported was connected at the site while going through the fill tubing sequence. The customer was unsure when they were connected to the site but their bg level was at 225 mg/dl at the time event was reported.